Event description:
It was reported via repair work order that the bed had no power due to blown inlet fuse. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed had no power due to blown inlet fuse. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted with evaluation results.